Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 .(B)(4). Contact person- (B)(6).

Event description:
According to the hospital: during a surgery, it was observed that the filtration performance was bad from the beginning of the circulation. And then, it was observed that the filtration was not being done at all after a while. There was no problem seen during priming. Replaced with another bc140plus kit and the customer was able to continue the procedure without any further problem. (B)(4).

Event description:
Ref.: #(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Maquet cardiopulmonary gmbh was received the product back for investigation in the laboratory of manufacturer. The sample could not becompletely investigated.based on that it was forwarded to supplier (baxter). According to supplier, ''sample was visually inspected by naked eye and it does not show any conspicuousness. A performance test also performed; the values are all within the specification. No product failure was found.'' Based on this investigation, the failure could not be confirmed. The possible root cause could not be detected at this time. Device history record was reviewed. There were no references found, which are indicating a nonconformance of the product in question. DHR review by supplier (baxter): the batch file record of the lot number 6-1204-h-01 was reviewed. There was neither nonconformities, nor change control management events, nor atypical events, nor failures or reworks documented that could be associated with this complaint. The batch eview found that this batch met the release requirements. Sap trend search was performed (component bc, failure code functionality problem) which came to following results: 0 additional complaints were recorded which appears reported issues are the same since the last 12 months. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.